Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all users were unbale to login. The technical support specialist (tss) setup the lab environment to generate the password and identified that all stations required to be placed in the critical override and the windows services required to be stopped. Tss confirmed that the password would be changed in the active directory and the services using the care fusion service needed the updated credentials. Tss rebooted the system, verified all services and the stations were off in critical override. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.